Event description:
It was reported that during a pulse field ablation procedure, a versacross connect for faradrive kit was selected for use. The physician was performing transseptal puncture and when advancing the versacross j-wire across the septum, the j-wire could not be visualized whether it was in the left atrium using intracardiac echocardiography (ice) imaging. There were multiple views of ice attempted with no better visualization of j-wire to confirm transseptal puncture was successful. Hence to resolve the issue, another versacross connect kit with pigtail rf wire was used and the procedure was completed successfully. No patient complications were reported. The device is not expected to be returned for analysis (disposed). No other issues were reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.